Event description:
It was reported that after a da vinci-assisted malignant hysterectomy procedure, a one-inch burn was observed at the site of the diathermy pad after its removal. During the procedure, the red light on the integrated electrosurgical unit (iesu) generator signaled an error and a message suggesting an issue with the diathermy pad. Consequently, the monopolar energy stopped functioning. To address the issue, the diathermy pad was repositioned, which resolved the error, and the indicator light turned green. The procedure was successfully completed robotically; however, the patient was found to have sustained a burn at the site of the diathermy pad. The severity of the burn, as well as any subsequent medical interventions that may have been performed, remains unknown. An intuitive surgical inc. (Isi) technical service engineer (tse) was notified that multiple grounding pad errors had occurred during the procedure, and that the grounding pad had been pressed onto the patient. An isi field service engineer (fse) was requested to further investigate the incident. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse preventatively replaced the integrated electrosurgical unit (iesu) generator per the customer's request. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) for failure analysis evaluation. Review of the error log showed no evidence of a fault occurring in the field. Visual inspection found no issues related to the reported event. The iesu was tested on an in-house system and functioned as expected: energizing, cauterizing, and recognizing all instrument ports. Additionally, all nuts on the rear connectors were found to be loose. Additional information: a one-inch superficial burn was observed at the site where the cable connected to the diathermy pad on the patient¿s left thigh, after the pad was removed.

Event description:
Refer to h11 for follow-up information.